Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event and there is a potential for reintervention in this case. (B)(6). It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This is one of two manufacturer reports being submitted for the same event.

Event description:
Per the report received from germany, edwards received notification of a case involving two pascal precision ace devices implanted in the tricuspid position. Six months post-procedure, both devices were reported to be partially detached from the anterior leaflet, remaining securely in place, with residual severe tricuspid regurgitation. The patient is clinically stable, and a reintervention with transcatheter valve replacement would be considered if feasible.

Manufacturer narrative:
Information updated/added to sections: b4, b5, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigations conclusions). Additional h6 type of investigation code: labelling review. H11: additional manufacturer narrative: the complaint for reduced therapeutic efficacy over time / incorrect implant position was confirmed with empirical evidence based on the information provided. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Imaging was not provided for review; therefore, image evaluation could not be performed. Available information suggests procedural context (index procedure challenged by poor tee windows, difficult visualization, shadowing from other implanted devices, complex anatomy, and pre- and post-capillary pulmonary hypertension) likely contributed to this adverse event. Since no edwards defect was identified, corrective or preventive actions are not required.

Event description:
As per information received, the procedure was challenged by poor tee windows, difficult visualization, shadowing from other implanted devices, complex anatomy, and pre- and post-capillary pulmonary hypertension.